Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿[intended use & effect- efficacy] this device is an indwelling catheter in the bladder for urinary drainage and measurement of core body temperature. The surface of catheter is coated first with a trace amount of metallic silver, and then with polyurethane onto that, to inhibit proliferation of bacteria that may adhere to the catheter. [Directions for use] method of use the device is intended for single use only and is not reusable. Precautions for use cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. Lubricate catheter shaft with water-soluble lubricant. Carefully insert catheter into the urethral meatus, and advance it until the balloon enters the bladder. Using a needleless syringe, and gently infuse the specified volume of sterile water into the valve to inflate the balloon. Never inflate the balloon without first establishing urine flow which assures that the catheter is in the bladeer and there are no obstructions to urine flow. Pull catheter slightly to seat the balloon at the level of the bladder neck and secure placement. Connect lead wire to monitor with extension cable. To deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out spontaneously through balloon deflation. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." (B)(4).

Event description:
It was reported that the catheter fell out of the patient on the day of placement. Balloon damage was found. There was not any patient injury reported. There were not any missing pieces on the balloon and no reported pieces remaining in the patient's body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient on the day of placement. Balloon damage was found. There was not any patient injury reported. There were not any missing pieces on the balloon and no reported pieces remaining in the patient's body.